Event description:
It was reported to target that while the physician tried to shape the microcatheter, its tip came off. This incident did not cause any harm to the pt because it occurred during preparation. The procedure was successful with another unit.